Event description:
It was reported that the lead was completely explanted due to lead migration and was replaced with another from the same manufacturer. It was noted that the event occurred post-operatively. It was unknown if there were patient symptoms or complications associated with the event. At the time of report, the patient¿s status was ¿alive with no injury.¿ additional information noted that the ¿displacements were due to non-compliance of the patient.¿ if additional information is received, a supplemental report will be submitted. Refer to manufacturer report # 3007566237-2013-04074 for previously reported displacement.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial # unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type lead. (B)(4).